Manufacturer narrative:
(B)(4). Age at time of event: 50's years. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The target lesion was located in the femoral vein. An angiojet solent omni catheter was selected for a thrombectomy procedure. After about 15 seconds of treatment time, a saline error message displayed. It looked like there was some air in the catheter tube. They tried to reset it a couple of times, but it did not work. The catheter was exchanged to another of the same device and the procedure was completed without any problems. There were no patient complications or issues with the patient.